Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a knee surgery, there was something wrong with the staples, misshapen. This caused issues with the tissue being resected. Surgeon chose to use another product to complete surgery. There was not a patient injury. The understanding was that the stapler misfired and that the staples were malformed, but there was not an injury. Some of the staples that come out of the device were saved and they are with the stapler. There were no patient consequences.